Event description:
According to a following physician form, the pt implanted with this endovascular graft underwent a femoral-popliteal bypass in 2006 for an unk reason.

Manufacturer narrative:
All available info indicates that this graft remains implanted. No add'l info is available.